Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) message as compared to a built-in meter result of 371 mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer did not experience any symptoms however, based on the sensor scan, the customer was treated with banana, chocolate, jam, syrup, and bread by the customer¿s daughter and son. The customer had contact with a healthcare professional who obtained an unspecified glucose result and diagnosed the customer with hyperglycemia. The hcp administered 24ui bolus (insulin) as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000cq5l44 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor scan of ¿lo¿ (readings less than 40 mg/dl) message as compared to a built-in meter result of 371 mg/dl. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer did not experience any symptoms however, based on the sensor scan, the customer was treated with banana, chocolate, jam, syrup, and bread by the customer¿s daughter and son. The customer had contact with a healthcare professional who obtained an unspecified glucose result and diagnosed the customer with hyperglycemia. The hcp administered 24ui bolus (insulin) as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.